Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: synthes 16-hole distal femoral anatomic plate . Therapy date: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing throbbing pain and soreness with the orthopak assembly. The patient described the pain as a deep bone pain. The patient stated that the pain would increase up to a 10, on a scale of 1 to 10, with 10 being the worst. The patient says that the pain is less when she stops treating with the device. The patient insisted that she wants to continue wearing the device. The patient was advised to reduce her treatment time with the orthopak assembly and to reach out to her doctor regarding the pain. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing throbbing pain and soreness with the orthopak assembly. The patient described the pain as a deep bone pain. The patient stated that the pain would increase up to a 10, on a scale of 1 to 10, with 10 being the worst. The patient says that the pain is less when she stops treating with the device. The patient insisted that she wants to continue wearing the device. The patient was advised to reduce her treatment time with the orthopak assembly and to reach out to her doctor regarding the pain. It was reported that no further information is available.